Event description:
Painful, long lasting marsi. I resumed using dexcom on their new g6 line after not using their products a while due to insurance coverage. I previously used g5. The adhesive in this new product (new to me, that is) is causing varying degrees of marsi with each use. Sometimes just red skin, other times I am left with oozing as if I had been burned. Often, the skin is flaky afterwards. My most recent encounter is still extremely painful to the touch 3 days after removal and oozed fluids for 24 hours after removal. The skin is raised and red. Neither dexcom nor my doctor seem bothered by this, but this can't be normal, right, or acceptable. FDA safety report ID # (B)(4).